Manufacturer narrative:
Evaluation results: the reported condition of the overdelivery was not duplicated or confirmed. The device passed all visual and functional tests prior to customer return.

Event description:
The facility representative reported an overdelivery during bio-med testing. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there were no reports of injury or medical intervention. No additional information is available.